Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip broke at 200,510 joules. Also, it was reported that the fiber tip was retrieved. No pt injury was reported. The device was not returned for evaluation.